Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator in an off-label location, not achieving paresthesia on the table, not performing an x-ray immediately after the procedure to confirm placement, and inadequate fixation have been ruled out as potential causes. The patient has fibromyalgia. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient reported loss of therapy, a pinched femoral nerve, and groin pain. The commercial team member has made attempts to schedule reprogramming with no success and the patient has not been to the doctor's office. No further information is available at this time.